Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during the load process. Customer's blood glucose level was "slightly" elevated; however, customer believes it is due to babysitting.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up supplemental report will be filed.